Event description:
Radiology/CT technician prescribed only the chest to be imaged graphically, however scanner continued to scan abdomen and pelvis. Ge contacted to evaluate the scanner. Ge could not reproduce the problem and cause of event being investigated by ge.====================== manufacturer response, according to reporter, for CT scanner, ge light speed ultra======================unable to determine if scanning was from operator issue. Table movement errors observed, but unclear as to whether this was related to the event. Cradle encoder assembly ordered. Ge will monitor logs to see if cradle assembly might be needed.